Event description:
It was reported that the ilet pump generated repeated alert 38 motor stall messages after a supply change, with multiple ¿unable to proceed¿ errors during rewind and dry-run attempts despite restarts, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications-related problem was identified in relation to a failure to infuse, traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.